Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel collapsed. The procedure was completed using the same device. No patient complications were reported by the hospital.